Event description:
It was reported that air embolism was observed. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) guidance under general anesthesia (ga). It was noted the patient had small, chicken wing laa anatomy. A watchman fxd double curve access system (was) was inserted. A pigtail catheter was not used for contrast injection; however, all other procedural steps were performed as usual. A 20mm watchman flx pro closure device and delivery system (wds) was prepared. The wds was inspected twice by the clinical team, including direct visualization with a flashlight, and no air bubbles were noted in the system. A wet-to-wet connection was performed prior to advancement of the wds into the body. During advancement of the wds, an air bubble was noted in the distal portion of the laa. The physician proceeded with a flx ball formation and a single deployment. The closure device met release criteria with approximately one-third shoulder observed in the pulmonary artery (pa) view. The physician elected not to reposition the closure device due to the air bubble being trapped distally behind the device within the anatomy, so the closure device was released and the procedure was concluded. No hemodynamic changes were observed during the procedure. In the physician's opinion, the air bubble was not believed to be related to device preparation and suggested that the patient's low intracardiac pressures during advancement may have contributed to air formation. The patient experienced no adverse events and fully recovered.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism was observed. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) guidance under general anesthesia (ga). It was noted the patient had small, chicken wing laa anatomy. A watchman fxd double curve access system (was) was inserted. A pigtail catheter was not used for contrast injection; however, all other procedural steps were performed as usual. A 20mm watchman flx pro closure device and delivery system (wds) was prepared. The wds was inspected twice by the clinical team, including direct visualization with a flashlight, and no air bubbles were noted in the system. A wet-to-wet connection was performed prior to advancement of the wds into the body. During advancement of the wds, an air bubble was noted in the distal portion of the laa. The physician proceeded with a flx ball formation and a single deployment. The closure device met release criteria with approximately one-third shoulder observed in the pulmonary artery (pa) view. The physician elected not to reposition the closure device due to the air bubble being trapped distally behind the device within the anatomy, so the closure device was released and the procedure was concluded. No hemodynamic changes were observed during the procedure. In the physicians opinion, the air bubble was not believed to be related to device preparation and suggested that the patients low intracardiac pressures during advancement may have contributed to air formation. The patient experienced no adverse events and fully recovered.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: medical media was received by boston scientific (bsc), and is related to air embolism and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter experts. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0037705113. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism. Risk review: a risk review was completed and confirmed that the event of air embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.